Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 843 mg/dl and a high ketone level. The cause of elevated bg was unknown. Customer delivered a bolus via the pump to attempt to address the elevated bg and was treated with intravenous fluids of insulin and saline at the hospital. Reportedly, the customer was released on august 12 with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended, and no issues were found with the cartridge, insulin, or infusion set. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.